Event description:
Procedure: abdominoplasty. According to the rptr: mesh tore right down the middle 2 days post op. Corrective action taken relevant to the care of the pt: mesh removed. Pt outcome: still in hospital-ICU.

Manufacturer narrative:
(B)(4).